Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for investigation, therefore, the complaint could not be confirmed.

Event description:
The complaint is reported as: the pressure line continues to pop off, breaking the circuit and setting alarms off. No patient injury reported.